Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote motioning system issued an alert indicating that tachycardia mode was set to a value other than monitor plus therapy. The reason for this mode change is unknown. Attempts to obtain further information from the clinic were unsuccessful. At this time the device remains in service and no adverse patient effects were reported.